Manufacturer narrative:
Additional information was received and noted the following: per the physician, it was a normal implant of the impella without any resistance except the guidewire was very deep. Also, there was a possible disease for the ventricle to perforate this fast, but the physician could not tell what it was. The patient outcome was good. Note: h6 investigation as previously reported remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This file represents the pump. Refer to section h.10 for the manufacturer device report number which represents the guidewire.

Event description:
The complainant reported that a patient had pericardial effusion. After the impella cp was inserted, extensive bloody pericardial effusion was found and the application of a pigtail catheter for relief of the pericardial effusion. Sustained stabilization was not successful. The patient required resuscitation. Removal of the impella cp, emergency thoracotomy in the cardiac catheter laboratory and surgical over suturing of a perforation of the left ventricle - most likely induced by the impella guide wire. Return of spontaneous circulation and slow stabilization of the patient under initially high-dose catecholamines and after massive blood transfusion and administration of multiple coagulation products. The patient is stable post explant.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Pericardial effusion: the product was not returned for investigation. The cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.